Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR#2134265-2018-01625, 2134265-2018-01626, 2134265-2018-01627, 2134265-2018-01628 and 2134265-2018-00872. It was reported that death occurred. The patient presented with st elevation myocardial infarction (stemi). The 100% stenosed target lesion was located in a severely calcified, non-tortuous, mid to distal right coronary artery (rca). A 4.00mmx32mm synergy stent was advanced but was unable to cross the target lesion. At some time during the procedure, the 3.0x20mm emerge balloon was used first, followed by the 3.0x30mm and 2.0x20mm emerge balloons, and the 3.5x15mm nc quantum balloon. Prior to the patient's death, angioplasty, thrombectomy, and stenting with a 3.5 x 32 synergy ii stent were performed. The patient died due to cardiac arrest. The physician did not consider the patient's death to be related to these devices.